Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that two sensor cannulas broke off underneath his skin after inserting them. The customer was able to remove the cannulas without getting an infection or irritation. Nothing further was reported.